Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables was found to have damage. During a pre-use check, the customer found a crack in the male connector. No patient injury.

Manufacturer narrative:
One level 1 hotline disposable along with a picture of the device malfunction was returned for the investigation of a cracked female connector. Upon receiving the product, it was found that the leur was broken. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during the DHR review. The event history log was also reviewed and no abnormal event was found. To further investigate the reported issue, a visual inspection was performed which confirmed the issue. The most probable root cause is that the luer connector suffered damaged after the product left shm facilities. No corrective actions were required since it was unlikely that the luer connector got damaged during the manufacturing process.